Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2103051, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. Upon inspection of the product, no foreign matter was observed inside or outside of the syringe. The product was filled with water and no flakes or other contamination was identified. Based on the available information we cannot identify a root cause at this time.

Event description:
It was reported syringe 10ml ll had foreign matter.the following information was provided by the initial reporter, translated from french: "during a collection of 5-fu at the syringe, white flakes appear and remain in suspension."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe 10ml ll had foreign matter. The following information was provided by the initial reporter, translated from (B)(6): "during a collection of 5-fu at the syringe, white flakes appear and remain in suspension."